Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the bottom of the insulin pump was falling off. The device was also cracked in the top corner of the screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage; the customer noticed the damage when they took the device out of their pocket today. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump had a cracked case at the display window corners, battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches and cracks on the display window, and a detached end cap.